Manufacturer narrative:
The actual device was received for evaluation. Visual inspection noted a black particle measured to be 0.08 square mm in size, embedded in the material of the white filter. The filter is located on the stress member inside the bladder. The black particle was not in the fluid path because it was embedded in the material of the filter. An ftir test (fourier-transform infrared spectroscopy) was attempted, but the embedded particle was insufficient to produce visible signals on the ftir spectra. Therefore, the identification of the embedded particle could not be determined. The reported condition was verified. The cause of the condition was determined to be manufacturing related. Embedded particulate matter (pm) is unlikely to cause harm. This issue does not impact the sterile pathway. Pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: units 2 & 4 premier park premier park road should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in a small volume folfusor. The pm was further described as, ¿a black mark or particle found on the stem of the device¿. This was discovered prior to patient use. There was no patient involvement. No additional information is available.